Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was unavailable. Provided information states the patient had numerous shoulder surgeries prior to the total shoulder in 1995. The patient was doing very well until he fell; however, the glenoid component had poly wear. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Patient was revised to address glenoid loosening at the cement/bone interface after a fall. The manufacturer of the cement used in the primary surgery is unknown. Poly wear and osteolysis were also reported.